Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number(s), was not provided, and therefore a root cause investigation was not performed. A review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. The exact root cause of the reported issue could not be determined. Attempts to gain additional information were not successful.

Event description:
A customer reported two (2) false negative results with the ID now covid-19 assay. Sample collection information, including swab type, vtm use and specimen type, was not provided. No confirmation testing information was provided. Patient information, including symptoms, treatment, impact and outcome, was not provided. Attempts to gain further information were unsuccessful. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.